Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. This report is for one (1) unknown screws: locking/part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, patient underwent removal of expert adolescent lateral femoral nail due to infection. Patient outcome was unknown. This complaint involves four (4) devices. This report is for one (1) unk - screws: locking. This report is 2 of 4 for (B)(4).